Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a herniated reservoir following heavy lifting. A revision surgery was performed, during which the physician identified that the reservoir had been placed in the prevesical space and explanted it. A counter incision was made, and a flat conceal reservoir was placed under the rectus muscle. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Migration is acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.